Manufacturer narrative:
Lot number, expiry date and manufacture date are not available at this time. Investigation: per the customer, the device had saline and acd-a hanging for this procedure. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of (B)(4)%. Respiratory distress incidents occur in (B)(4)% of procedures. Allergic reactions are usually associated with replacement regimens that include blood components, but they can also be caused by medications, hydroxyethyl starch, or sterilization of disposable tubing with ethylene oxide. Symptoms may include hives, dyspnea, wheezing,hypotension, tachycardia, facial swelling or flushing, and burning eyes. Mild allergic reactions maybe treated with a dose of diphenhydramine through an IV push. Symptoms of anaphylaxis may be alleviated by subcutaneous or intramuscular administration of epinephrine. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that a sickle cell patient underwent a red cell depletion (rbcd)/redcell exchange (rbcx). Approximately two minutes into the procedure, the patient complained of chest pains and began to cough. Per the customer, no blood was removed and no replacement fluid was given. The physician at the customer site decided to end the procedure and the patient was transferred to the emergency room (ER). A cardiac echo was performed and bronchial edema was confirmed. The physician ordered a dosage from an epipen. After 4 hours of observation in the ER the patient was stable and sent home. The exchange set is not available for return because it was discarded by the customer. Patient identifier (ID) is not available at this time.

Manufacturer narrative:
Investigation: the customer did not respond to multiple attempts to obtain the lot number of the set used. Expiration date and manufacture date could not be determined, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer suspected that the patient probably had an allergic reaction to ethylene oxide(eto). Terumo bct clinical specialist talked to the operator about considering performing a saline rinse procedure in order to minimize possible reaction to the eto. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Respiratory distress incidents occur in 0.3% of procedures. Allergic reactions are usually associated with replacement regimens that include blood components, but they can also be caused by medications, hydroxyethyl starch, or sterilization of disposable tubing with ethylene oxide. In this case, the customer confirmed that they were two minutes into the depletion procedure when the patient developed the adverse reaction and only saline and acda were connected, and no replacement rbcs had been connected. Allergic symptoms may include hives, dyspnea, wheezing, hypotension, tachycardia, facial swelling or flushing, and burning eyes. Mild allergic reactions may be treated with a dose of diphenhydramine through an IV push. Symptoms of anaphylaxis may be alleviated by subcutaneous or intramuscular administration of epinephrine. The patient received an injection of epipen (epinephrine) and released from the ER after he was deemed in stable condition. Root cause: a definitive root cause for the patient's reactions could not be determined. The physician from the ER confirmed that the patient had bronchial edema and he ordered to administer the epipen. The customer suspected that the patient developed a hypersensitivity reaction to the residual ethylene oxide that remained in the disposable set after sterilization. The alleged reactions could also have been the results of the patient's sensitivity to the procedure.

Event description:
The customer did not respond to multiple attempts to obtain the patient identifier.